Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the atrial lead implant procedure, noise was detected when measurement was taken. Diagnostic/troubleshooting was performed with re-attachment of measuring cables, but no change was seen. No noise was detected when the associated rv lead was measured using the same measuring cables. The atrial lead was removed and replaced with a different lead. No noise was detected with the new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.